Manufacturer narrative:
(B)(4). A review of the lot history record device revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device confirmed the reported device issue. Based on the investigation, no product deficiency was identified. Potential factors for premature deployment include, but are not limited to, kinks in the mandrel, kinks in the inner lumen of the ses or incorrect removal technique. In this case, it may be possible that the tip of the catheter was inadvertently grasped and pulled during removal of the stylet. The absolute pro instruction for use (IFU) provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device.

Manufacturer narrative:
(B)(4). Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the self expanding stent system (sess) during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation (after the device was flushed) the physician met resistance during removal of the mandrel/stylet and the stent was moved and expanded. The device was not used. There was no patient involvement. Though requested, no additional information was provided.